Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.